Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested, and the following was obtained: did the damaged result in a loss of sterility? Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal. Yes, a gap can be observed and foreign matter in the package. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged and there are foreign matters in the packing . Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.